Event description:
The physician intended to use an endeavor resolute drug-eluting stent. The cx was 90% stenosed and prox lad was 85-90% stenosed. The lesion was diffuse and tortuous. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. An endeavor resolute (2.50x30mm) was successfully implanted in the prox lad. It was reported that the endeavor resolute 2.5x14mm device was unable to cross the lesion due to vessel tortuosity. Resistance had been encountered advancing the device. The device was removed and another endeavor resolute (2.25x18mm) was used to complete the procedure. The lesion was post-dilated with an nc sprinter balloon. On review of the returned device it was noticed that some of the stents struts were deformed. There was no patient injury reported. Device evaluation: the distal tip was flared. Struts on the 4th and 5th distal segments were partially raised. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: stent deformation. Cx was 90% stenosed and prox lad was 85-90% stenosed. The lesion was diffuse and tortuous. Stent. Conclusions: stent deformation. Cx was 90% stenosed and prox lad was 85-90% stenosed. The lesion was diffuse and tortuous. (B)(4).